Event description:
Biomedical engineer reported an incident where spacelabs telemetry equipment did not generate an asystole alarm in response to a pause event. A nurse with the patient noticed the patient's symptoms and started resusitation. At that time, the nurse noticed that the monitor had not generated an asystole alarm during an 11 second pause.

Manufacturer narrative:
Our investigation determined that in certain rare circumstances our ECG software fails to detect an asystole event and alarm for it. For this condition to exist, the patient must exhibit large p waves (25% of qrs) with no qrs. In this situation, a low rate alarm would still be generated. There have been no patient injuries or deaths reported in association with this condition. This is the first reported incident of this type despite the fact that spacelabs has over 100,000 ECG modules in the field, many of them in use for over 20 years. Even though this condition is rare, spacelabs has modified the beat detection logic in our software associated with this condition to better detect an asystole event, as a product improvement.